Manufacturer narrative:
H10: internal complaint reference number: (B)(4).

Event description:
It was reported that during a labral repair surgery, while passing a minitape through the soft tissue, the jaws of the suture capture of the firstpass mini deformed and broke. The device came out broken but with all parts attached. The procedure was successfully completed with non-significant surgical delay using a smith and nephew back-up device. No further complications were reported.

Manufacturer narrative:
H10 h6: the reported device was not returned to the designated complaint unit for independent evaluation. However, an evaluation of the customer provided image was performed and found that the suture capture was broken but still attached to the device. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause of the reported event could not be determined. Factors that could have contributed to the reported event include: (1) excessive force (2) tissue thickness (3) damage or debris on the device tip during passes. No containment or corrective actions are recommended at this time.